Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was manufactured over 15 years ago, its record could not be checked. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the cable failed leak test, it is likely that an image was not displayed temporarily because water entered temporarily. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not duplicated. During evaluation, it was observed, the unit failed pressure leak test. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a general diagnostic surgery, the hd autoclavable camera head did not have image and had black screen. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.